Manufacturer narrative:
(B)(4).

Event description:
The complainant reported the gastrostomy tube?s balloon deflated and the tube fell out. The tube was inserted on (B)(6) 2013 and fell out on (B)(6) 2013.

Manufacturer narrative:
Mfg. Event ID: #(B)(4). The device reported, list number 56548, is an abbott product that is marketed internationally, which is the same or similar to a device, list number 51364, that is marketed domestically. Abbott nutrition standard procedure includes attempting to obtain all required information from the source.

Manufacturer narrative:
(B)(4).